Event description:
It was reported that this pacemaker exhibited a signal artifact monitor episode due to minute ventilation (mv) noise and oversensing. This resulted in the mv sensor being switched. Inappropriate atrial tachy response episodes were also observed. The field representative programmed the mv feature off. Right atrial pace impedance measurements of greater than 3,000 ohms were observed, triggering in a lead safety switch. Technical services (ts) discussed programming options. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the minute ventilation sensor signal oversensing advisory population. Additionally, this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this pacemaker exhibited a signal artifact monitor episode due to minute ventilation (mv) noise and oversensing. This resulted in the mv sensor being switched. Inappropriate atrial tachy response episodes were also observed. The field representative programmed the mv feature off. Right atrial pace impedance measurements of greater than 3,000 ohms were observed, triggering in a lead safety switch. Technical services (ts) discussed programming options. The device remains in service. No adverse patient effects were reported.